Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found in specification in relation to the customer reported 'occlusion alarm' which was not reproduced during evaluation. A review of the event history log identified 'upstream occlusion!' Messages. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'occlusion alarm' which was reproduced during evaluation as a false downstream occlusion. A review of the event history log identified 'downstream occlusion!' Messages. The cause was determined to be the downstream sensor and tubing guide which were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion and downstream occlusion. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.